Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting pacing impedance measurements greater than 2,000 ohms. Fluoroscopy images noted a conductor fracture. A revision procedure was performed and the lead was surgically abandoned. A new lv lead was successfully implanted. No additional adverse patient effects were reported.